Event description:
New information received from the customer stating the company intraocular lens (iol) is not a suspect product.

Manufacturer narrative:
With the new information received in the event description, this record will be canceled and there will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, multiple patients have cloudy lens implants that needed removed. Additional information has been requested.